Manufacturer narrative:
H.6 investigation summary : bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that a deformed tube was found before use with a bd vacutainer® edta 2k . The following information was provided by the initial reporter, "the tube was deformed."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a deformed tube was found before use with a bd vacutainer® edta 2k. The following information was provided by the initial reporter, "the tube was deformed."